Event description:
Healthcare professional reported a left side rupture and exchange from textured to smooth implants due to the patients concern with the product. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fold creases, red particles. Leak test didn't identify openings. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: no openings found. No issues found related to the manufacturing process.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side rupture and exchange from textured to smooth implants due to the patients concern with the product. Device has been explanted.